Event description:
It was reported that the insulin gauge displayed an amount different from what the customer expected. There was no adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.